Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
Asku.

Event description:
It was reported that the patient had pleural effusion related to the use of the lead implant tool. Follow up was performed but no information was received about the implant tool model and what action was taken. It was further reported that the pleural effusion was not related to the implant tool. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had pleural effusion related to the use of the lead implant tool. Follow up was performed but no information was received about the implant tool model and what action was taken. No further patient complications have been reported as a result of this event.